Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the insulation at the tip of the jaws had chipped off. The piece was returned. Functional testing found that the the insulation at the tip of the jaw was broken, it was consistent with the failure mode caused by off label use with excessive torque applied on the jaws, the user inadvertently closing jaws on a hard object, or dropping of the device. It was reported that the component was disengaged and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the jaw¿s insulator was completely detached from the two devices. The broken piece was removed/retrieved but no x-ray or no medical procedure were performed to retrieve the piece. Another device was used appropriately with the same generator. There was no patient injury. Photographs were received and showed the insulator tip of the device was broken.

Manufacturer narrative:
Concomitant medical products: lf2019, exact dissector lf2019 ligasure 21cm (lot#: 41190177x) vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.